Event description:
The account generated a non-reactive hcv 2.0 eia result on a pt who previously tested repeat reactive in 2004. The sample was sent for viral load testing and was positive on pcr. The non-reactive hcv 2.0 eia result was reported to the physician. No impact to pt management was reported.